Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a hysterectomy, cystocele & rectocele repair performed during mesh implantation. It was reported that following insertion the patient experienced urinary problems, and vaginal scarring. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It is also reported that the patient had pelvicol was implanted. No clarifying information provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.